Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent breast augmentation revision with a (right) 385cc mentor memorygel breast implant and a (left) 340cc mentor memorygel breast implant, was initially diagnosed with a right breast implant rupture via an MRI. As a result, the patient underwent an implant explantation surgery on (B)(6) 2020. During the surgery, the patient was also identified to be experiencing bilateral breast pain and bilateral capsular contractures (baker grade iii). In addition, upon removal of both the right and left breast implants, it was found that the right breast implant was not ruptured and both were removed intact without replacements. This medwatch form is for the left breast prosthesis. Right breast complication reported under mrn: 1645337-2020-13791.